Manufacturer narrative:
.

Event description:
On (B)(6) 2014, it was reported that the patient¿s vns implant surgery was cancelled due to anaphylaxis reaction to anesthetics. The procedure hadn¿t started yet. They treated the patient, woke her up, and then admitted her. It was noted that they would run some allergy testing and reschedule her later.